Event description:
It was reported that during an unknown procedure, it was found tissue pad missing from scalpel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: re-use of single use device potential reprocessing. The device was received with the shaft slightly bent and it was found that the device was returned with the tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. The device was connected to a test hand piece and generator and the device did activate during functional testing. Due to the marks discovered on the blade which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce horizontal metal scratches to the blade of the instrument.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.